Event description:
The customer reported that the sync button would not activate. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the sync button would not activate. There was no reported pt involvement. The customer confirmed that the sync button had failed and ordered a replacement bezel assembly. As of (B)(6) 2010, there have been no further reports of trouble with this device.